Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a mynxgrip vascular closure device failed to achieve hemostasis. There was no patient injury reported. The device was clinically used and will be returned for analysis.

Manufacturer narrative:
Updated cc due to receipt of product analysis on 17-oct-2019: as reported, a mynxgrip vascular closure device failed to achieve hemostasis. There was no patient injury reported. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The advancer tube and sealant were not returned with the device. The procedural sheath was retracted to the shuttle handle. Leak testing was performed on the balloon of the returned device per mynx instructions for use (IFU). However, the balloon cannot be inflated due to the catheter¿s lumen was clogged with dried contrast. Multiple attempts to fully inflate the balloon with water were exhausted. The balloon cannot be inflated for examination. A product history record (phr) review of lot f1827602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the condition in which it was received. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the product analysis and information available for review, it is not possible to determine what factors may have contributed to the reported issues since the sealant and advancer tube were not received, and therefore, a complete physical investigation could not be performed. However, patient factors, pharmacological factors and/or handling factors of the device are possible since the returned device showed proper complete removal from the patient and no anomalies were noted to the device. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complications and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Please note update to the UDI# in section d4. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was returned and section d10 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 6/7f mynxgrip vascular closure device (vcd) failed to achieve hemostasis. There was no patient injury reported. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. A product history record (phr) review of lot f1827602 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the device from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.